Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic treatment of bilateral inguinal hernia. It was reported that after implant, the patient experienced pain, bowel obstruction and recurrence. Post-operative patient treatment included removal surgery.